Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter fusiform thoracic aortic aneurysm in zone 4. The proximal neck was 26 mm in diameter. The distal neck was 25 mm in diameter. There was a moderate amount of thrombus in the proximal neck. There was a mild amount of calcification in the iliac arteries, proximal neck and distal neck. It was reported that a talent stent graft and another manufacturer's stent graft were successfully implanted. The stent graft was re-modeled and no adverse events were noted at the end of the procedure. It was reported that the following day the patient had a cerebral infarction. The cause of the cerebral infarction is unknown, but the physician stated it may have been caused by thrombus being loosened during the procedure. The patient underwent rehabilitation a few days later. (B)(6) months later the patient was improving. It was reported that the patient expired (B)(6) months post index procedure. The cause of death was haemorrhagic shock due to a gastric ulcer. The physician stated that the death is not related to the device or procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cva/stroke, death), related to operational context (thrombus being loosened during the procedure). Conclusion: operational context contributed to event (thrombus being loosened during the procedure).